Event description:
A facility reported that over a year ago, a string-like material, like a fiber, was seen with the microscope (in the eye) during surgery. The material was removed from the pt's eye with no subsequent harm.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. A lot specific investigation cannot be conducted, as the reporter did not provide a sample or a lot number for the device. No root cause could be determined. No further info is expected. (B)(4).